Event description:
As reported by our affiliates in switzerland, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the balloon burst because of a calcified sinotubular junction (stj), but the valve was fully deployed. Subsequently, it was not possible to retrieve the balloon through esheath, so the procedure was converted to surgery. However, there was balloon material that remained in patient right iliac artery. Several attempts were made to retrieve the remaining part of the system, but they were unsuccessful (using lasso snare, various introducers, and peripheral balloon). The patient remained hemodynamically stable, with adequate perfusion of both lower limbs. Following consultation, the patient was transferred to the ICU for a CT scan and reassessment of the situation, with a planned reintervention on day 1 or day 2 post-procedure. The perceived root cause of this event was a calcified stj.

Manufacturer narrative:
Update section b5.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: calcification was present at the landing zone with protruding calcification at the stj. There was a balloon circumferential radial burst at the proximal shoulder, distal balloon part and nose cone not observed in the picture. Part of the guidewire lumen was separated/cut from the delivery system. According to the technical summary, the IFU, current risk mitigations- including design and manufacturing controls- and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on an evaluation of the imagery provided. Available information suggests that patient factors (calcification) likely contributed to the event as per imagery provided there was presence of calcification at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through sheath and system component separation during use was confirmed based on evaluation of the imagery provided. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as it was reported that "it was not possible to retrieve the balloon through esheath". As the balloon burst, the altered balloon profile could have made it more susceptible to catch on sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in switzerland, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the balloon burst because of a calcified sinotubular junction (stj), but the valve was fully deployed. Subsequently, it was not possible to retrieve the balloon through esheath, so the procedure was converted to surgery. The patient was in stable condition and will undergo surgery to remove balloon material that remained in the patient. The perceived root cause of this event was a calcified stj.

Manufacturer narrative:
Investigation is ongoing.